Event description:
The device was received with no identifying complaint info. Upon analysis, it was found to be reportable. No further info regarding this device is available.

Manufacturer narrative:
Eval summary: the device was returned with the distal tip of the blade broken off but present. The identified blade damage may have occurred from external contact during activation.